Manufacturer narrative:
Original implant date: 2001 (exact date unknown). Revision date: (B)(6) 2013 (dr (B)(6) hospital). Revision of liner and exeter head. Implants removed from patient: duraloc locking ring size 52 and duraloc liner 52/28, lot xkb30. Cup stable and left insitu. Revision for osteolysis. X-rays available. Patient initials, gender and dob are provided. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or review of device history records was not possible as valid product/lot code combinations were not provided. It was initially reported that the depuy acetabular liner was used in conjunction with a competitor femoral head. This use of depuy devices is not recommended and is considered off label use. Based on the performed investigation, the need for corrective action has not been indicated.

Event description:
Revision for osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.